Event description:
Customer reported pt presented with an abdominal wound dehiscence four days following gynecologic procedure. Pt was returned to or, re-explored, irrigated with anibiotics and the incision reclosed. The pt has been discharged and is currently well with no further complications observed.